Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient inserted a new dexcom g7 sensor. Following the standard warm-up period, the sensor initially functioned as expected for several hours. However, later in the day, the device began issuing repeated low glucose alerts. At the time, the patient did not have access to a fingerstick glucose meter to verify the cgm readings. Although she did not experience typical hypoglycemia symptoms, she reported feeling lightheaded and described the sensation as ¿like being asleep.¿ in response to the alerts, she consumed 12 oz of apple juice. Due to the persistent low readings and growing concern, the patient asked her aunt to drive her to the nearest emergency room, where they arrived at approximately 7:55 pm. Upon arrival, a fingerstick blood glucose test showed a reading of 177 mg/dl, while the cgm device continued to display a low alert. No medications were administered during the visit, but the patient received IV fluids. A second fingerstick test conducted prior to discharge at 12:05 am on (B)(6) 2025, showed a glucose level of 139 mg/dl. At the time of follow-up, the patient reported being in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the device began issuing repeated low glucose alerts. The reported glucose values fall within the c zone of the parkes error grid checked in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available